Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that after the fifth cut was made, the flexi-cut balloon ruptured. Reportedly, there were no patient effects. No additional event or patient information is available.